Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A4: estimated weight: 55-65 kg. D10: humeral component plasma sprayed size 4 cat# 00840004410 lot# 63710174; ulnar component plasma sprayed size 4 cat# 00840001407 lot# 63965690. Unk humeral screw kit cat#ni lot#ni. G2: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02834; 0001822565 - 2023 - 03223; 0001822565 - 2023 - 03225. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to infection, metallosis, and a delaminated humeral component. Attempts have been made and no additional information is available at the time of this complaint.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the following device was returned for evaluation: nexel total elbow articulation kit (lot: 64295459) the three poly bearings of the articulation kit were returned with embedded metal debris. Visual examination of the axle pin found no damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. During the investigation process a review of the sterile certifications were reviewed for the humeral stem and articulation kit and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The reported event of infection remains unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.